Manufacturer narrative:
Section b3: as the day and month of the event is unknown, the event date is estimated as 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient continued to experience pain with the replacement spinalpak device. The patient tried limiting their use but ultimately could not use the stimulator. The patient¿s doctor also advised to not use the stimulator. It was later reported that the patient rated the pain level as a 7 out of 10, with 10 being the highest. No further information was provided.